Event description:
My name is "(B)(6)" and I live in (B)(6). I had my right knee replaced in (B)(6) 2009. Shortly after the replacement, my knee was still causing me some discomfort. I had mris, bone scans and a knee manipulation in (B)(6) 2012. I went on to have the left knee replaced in (B)(6) 2010 and this replacement is still causing me discomfort but not as bad as the right knee was. I decided to get another opinion for my knee and went to (B)(6) and the doctor there stated go ahead and get the replaced knee revised. I was not happy. I decided not to go back to dr (B)(6) at (B)(6). I went to (B)(6) at (B)(6) hospital and saw dr (B)(6). He sent me to physical therapy for therapy eval. After my visit, he cancelled all the rest of my appointments because he felt it would do more harm than good. Dr (B)(6) replaced the knee in (B)(6) 2012. Once he got into my knee, it was noted that the knee was clearly loosening. I suffered for 3 years with this replaced knee; I hurt everyday due to the knee failing far in advance of its projected lifespan. The device had loosened and caused me chronic pain. I heard some grinding noises in the knee, the knee would give out on me making me fall, my inability to extend or flex the knee without pain, and constant pain while standing, walking or exercising. I worked through the pain. As of today, I am in physical therapy due to my left knee has now hyper-extended, this has caused bursitis in my left hip. I hurt everyday. I cannot enjoy a leisure walk in the park due to the pain. Now there is a strong possibility that the left knee will have to be revised sometime this year. I do not have any time at work to take off to replace it right now, so I must suffer once again. What about people like me that have a "zimmer gender solutions un-cemented knee?" I have read so much about how the un-cemented cr flex have come loose within a 2 year period. I cannot find one attorney to help me because my knee is not a nexgen knee. The FDA called a class 2 recall on the zimmer gender solutions natural knee flex system: recall number z-0219-2010. Zimmer calls it a field correction. Think about it I have had 3 knee replacements in 4 years, come (B)(6) 2013, it will be 4. My left knee has to have a revision. Please help.